Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pd cassette leaked at the junction of the tubing and the patient connector; further described by the reporter as ¿leakage at the patient connector heat seal bead¿. This occurred during use for peritoneal dialysis (pd) therapy. The patient was connected and completed therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection with naked eye identified a hole at the heat seal bead. Functional testing (leak test) revealed a leak due to the hole at heat seal bead. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.